Event description:
As reported by the user facility ((B)(4)): the pump was empty after 38 hours instead of 48 hours.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). We received one used (empty) easypump ii lt 100-50-s without packaging. The sample is connected with a discofix line and a syringe from the competitor bd. The sample was taken to a visual inspection. In as-received condition the white clamp was bend up, the original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Additionally, the sample was filled with nacl 0.9 % up to the nominal volume and a functional test respectively a leak test was carried out. After waiting for a while the pumps worked (solution was running). Leakages were not detected at the samples. Furthermore, we tested the flow rate of the sample. Nominal: 2.0 ml/h. Actual: 2,6 ml in 1 h; 5,1 ml in 2 hrs; 7,5 ml in 3 hrs. The flow rate of the sample is not in accordance with the specification. Leaks were not detected at the sample. The cause for the too fast flow could not be find out. We have informed our manufacturer accordingly. They received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is closed and no wing cap is observed at the pump. Big top cap is opened and discofix cap is removed. Observed liquid residue at cap valve. Additionally, complaint sample is sent with syringe and 3-way stop cock. Furthermore, observed reddish stain at male luer lock. Clamp clip is released. The pump is working. No other deviation is observed at the pump. Analysis: as the complaint sample is biohazard, further investigation (flow rate test) is unable to be done. The complaint is considered as not judgable. Justification: not judgable as further investigation (flow rate test) is unable to be conducted due to complaint sample is biohazard. Reviewed the device history record and no abnormalities found during in process and final control inspection.